Event description:
Blood glucose results of "5.2 mmol/l, 11.1 mmol/l, 7.7 mmol/l, and 7.1 mmol/l" with a lifescan meter, performed between 11-20 minutes of each other. The meter, test strips, and control solution were replaced.